Event description:
It was reported that the ventilator had an excessive leakage. There was no patient harm. Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
According to the information received from our field service engineer (fse) the ventilator had an excessive leakage. The reported issue has been confirmed during evaluation of the received problem description. Service report and ventilator logs were not provided. Customer was quoted but did not reply. Information about the current status of the ventilator has not been provided.

Event description:
Manufacturer's ref. #: (B)(4).